Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory and was due to an anomalous hv capacitor.

Event description:
It was reported that an alert for capacitor charge limit reached was observed via remote transmission. The device was explanted. There were no adverse consequences to the patient.